Manufacturer narrative:
This event concerns a device that was mfg and used outside the united states. Analysis is pending.

Event description:
Reportedly on (B)(6) 2011 f/u, the physician observed that the error message "holter temporary disabled" was displayed. He interrogated the device several times but the message was displayed each time. The physician also noticed that an episode treated by atp was not available. The physician asked for an explanation.